Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of an unspecified "battery/certification" condition was confirmed as a swollen battery. This condition was reproduced during device evaluation. The cause was due to swollen battery and was replaced in order to fix the reported problem. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an unspecified "battery/certification" condition. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.